Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that they need to consult regarding the device parameter problem. There was no reported patient involvement.